Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go dressing appeared to have suction, no visual or audible alarms.. Upon removal of dressing there was pooling drainage in wound bed, foam also saturated to the extent it could be. No drainage was moving through the dressing to canister. Patient reported no alarms for two days since last dressing change. Canister had no drainage. There was maceration to wound and peri wound area. It is unknown how the condition was treated.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include an obstruction, application technique, or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6:the device was returned for evaluation all supplied information has been reviewed and we have not been able to confirm the complaint. Visual inspection observed signs of wear and tear, the functional evaluation confirmed that no faults where observed, the device performed within expected parameters. Medical review reports, this case reports maceration to the wound following the use of the renasys go device. Although requested, no photos were provided for review. The information provided is insufficient to determine whether the reported maceration is due to pre-existing or concurrent medical conditions or if the device was used for its therapeutic purpose as intended. The causal relationship between the renasys device and the reported issue cannot be confirmed. The renasys instruction for use (IFU) details the potential causes and remedies IFU contains the following caution: ¿when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt). A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. H3, h6, h10.

Event description:
It was reported that during treatment of a sacral wound the renasys go dressing appeared to have suction, no visual or audible alarms. Upon removal of dressing there was pooling drainage in wound bed, foam also saturated to the extent it could be. No drainage was moving through the dressing to canister. Patient reported no alarms for two days since last dressing change. Canister had no drainage. There was maceration to wound and peri wound area. The device had been used for three weeks before this event happened. Npwt was discontinued for several days and standard dressings were used to allow the maceration decrease. The treatment was then continued with a new pump.